Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brake was repaired and made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+'s brake on the c arm was not functioning and would not lock creating a hazard. There was no adverse patient involvement reported. There was no patient information reported.